Manufacturer narrative:
During the onsite inspection, the medtronic representative reported that the issue was being caused by a faulty mobile view station (mvs) interface cable. The faulty cable was replaced. The replaced cable was not sent back to the manufacturer for further analysis. A successful system checkout was performed which verified that the issue had been resolved.

Event description:
A site representative reported that the imaging system was switching into stand alone mode due to a low image transmission rate. There was no patient impact reported and the delay in surgery was less than an hour. Surgery proceeded as planned.

Manufacturer narrative:
Correction: type of procedure was a spinal fusion. The mobile view station (mvs) interface cable was returned to the manufacturer for analysis. Investigation was able to duplicate reported issue. The mvs cable failed bench test performed by using cable validator. Gbit test failed, cat5 cable length (blue) is short in length, c-measured 40.7ft but expected is 41ft. Continuity and 100t test passed. The hardware investigation found that reported event was related to an electrical failure mode as the root cause was the short blue cat 5 cable.

Manufacturer narrative:
Patient age, weight and gender provided.